Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with axcel surgical light. As it was stated, ceiling cover was missing. There was no injury reported however we decided to report the issues in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
On 9th june 2021 getinge became aware of an issue with axcel surgical light. As it was stated, ceiling cover was missing and label was peeling. There was no injury reported however we decided to report the issues in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with axcel surgical light. As it was stated, ceiling cover was missing and label was peeling. There was no injury reported however we decided to report the issues in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to a peeling label and missing ceiling cover, and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the particles went missing. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. Per the investigation of the subject matter experts at the manufacturing site, the label peeling off is probably due to excessive friction during cleaning or inappropriate cleaning products and the hard knocks which could cause scratches, chips and other damages. Root cause of missing ceiling cover was impossible to define. Such cover is not recommended by maquet sas. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5. Describe event or problem section deems required. This is based on the internal evaluation. Previous b5: on 9th june 2021 getinge became aware of an issue with axcel surgical light. As it was stated, ceiling cover was missing. There was no injury reported however we decided to report the issues in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5: on 9th june 2021 getinge became aware of an issue with axcel surgical light. As it was stated, ceiling cover was missing and label was peeling. There was no injury reported however we decided to report the issues in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.